Event description:
This pt had an uneventful surveillance colonoscopy with removal of a 3mm rectal polyp. There was no active crohn's disease. The physician used the conmed precisor jumbo biopsy forceps to obtain surveillance biopsies throughout the colon. The physician noticed that the biopsy forceps were grabbing too much tissue, and at times the physician had to let the tissue go rather than obtain the biopsy. The pt did not have pain during the procedure, but did have abdominal and right shoulder pain in the recovery room and was sent to the emergency room where a flat plate and upright x-ray revealed a large amount of free air, indicating a colon perforation. She required surgery to repair the perforation. Route: rectal. Dates of use: 2004 - 2009. Diagnosis or reason for use: #1 colon biopsies. #2 colon polyp removal.